Manufacturer narrative:
Upon further review, this record has been identified as a duplicate and is associated with MFR report number 2518422-2024-37212. All subsequent reporting activity will be documented under this manufacture reference number.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while performing preventative maintenance (pm), error code 110e "air flow sensor calibration error" was observed. There's also no sensor information. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer reported that the data acquisition (da) printed circuit board assembly (pcba) and cabling were replaced. Now flow sensor isn't showing any data on the ventilator information screen and air flow sensor reading are off when set to 0. The customer requested onsite service to have device evaluated and repair what is needed.